Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl. Customer went to the emergency room and was admitted to the hospital. Intravenous fluids and insulin were administered. Elevated bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer did not know cause of elevated bg. Tandem technical support performed a pump system check with the customer and pump was found to be functioning as intended.